Event description:
Blood glucose results of "152 mg/dl" with a lifescan meter and "37 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there were no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.